Event description:
(B)(6) study. It was reported that a patient death occurred. On (B)(6) 2019 a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. During the procedure, initially a 33 mm device was attempted non-successfully due to release criteria not met for position (too proximal) and anchor (stability). The patient then had successful placement of a 33 mm closure device with a complete laa seal and deployed device diameter of 25 mm. In the operation room the patient's systolic blood pressure was high and post-operative it was in 80s, so they were started on norepinephrine. On (B)(6) 2019, 1-day post index procedure, the patient had a routine post procedure echocardiogram done at 24 hours and a moderate sized pericardial effusion was noted. The transesophageal echocardiogram(tee) revealed a moderate to large, free flowing pericardial effusion circumferential to the heart. The fluid had no internal echoes, there was chamber collapse, with rv involvement. The patient received one unit of prbc. On the same day, the rapid response team was called for a st-elevation myocardial infraction(stemi) alert. The patient had an episode of pause and was unconscious. The patient was noted to have st elevation with heart block, junctional escape in rhythm and mild pericardial effusion. Immediately, a left and right coronary angiography followed by an emergent left heart catheterization was performed for the patient. The angiography revealed multiple vessel coronary artery disease with 95stenosis at lad and 90 stenosis at left circumflex. The physician proceeded with a pericardiocentesis where 350cc of bloody fluid were removed and the patient was stabilized with profuse pressures. Levophed was given to the patient overnight. On (B)(6) 2019, the patient presented more hypotensive, their mental status was suboptimal with increased work of breathing and was therefore transferred to the intensive care unit. The patient was diagnosed with acute respiratory failure, acute myocardial infarction, acidosis due to hypoperfusion state and cardiogenic shock. The patients condition was discussed with the family and the code status was changed to do not resuscitate per the patients wish. The patient was started on bipap and was given bicarbonate to treat the acidosis and kept the prognosis guarded. A central vein catheterization was performed for administering inotropes considering that the lad was 100% occluded. On the same day, a chest x-ray was performed that revealed hypo ventilatory findings. The patients condition deteriorated significantly over the past 24 hours with the perioperative mi in the setting of bloody pericardial effusion. On (B)(6) 2019, 2 days post index procedure, the patient became bradycardic into 30s and 40s and unresponsive. 0.5 mg atropine was administered through the central vein but did not show response. The patient became asystole, code blue or life saving interventions were not completed due to the ordered code status and eventually the patient passed away. As per the death certificate, the immediate cause of death was acute myocardial infarction and the sequential condition leading to the cause was pericardial effusion.